Manufacturer narrative:
A field service engineer (fse) evaluated the analyzer on 09/07/2016, and confirmed diluent leaking as the baths were overflowing. Due to a tubing that was disconnected from the waste filter which caused the waste pump not to activate and therefore, not to move the fluids out of the baths, causing them to overflow. The disconnected tubing was reconnected to the waste filter, resolving the leak and restoring proper draining and rinsing of the baths. (B)(4).

Event description:
A customer reported finding an uncontained leak of about 3 ml of fluid from a coulter ac·t diff 2 analyzer after powering up the analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, glasses and a laboratory coat when the leak was found, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.